Manufacturer narrative:
Contaminated sterile drapes were reported and this issue is under investigation through the offices. The issue is currently under going a field action determination and has been pushed to the quality review board to investigate and find causation and mitigation. Gross contamination noted prior to opening or use. Hospital inspection revealed contamination prior to use. No pt injury or harm was reported as a result of the noted malfunction. This issue occurred in another country.

Event description:
The ge oec 9" i.I. 9600/9800 c-arm x-ray tube drape was opened and several packages had obvious gross particulate contamination in an un-opened sterile drape bag. Contamination noted during hospital receiving inspection. No pt exposure or injury resulted.